Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts off in the middle of the night. The customer's blood glucose reading was 235 mg/dl at the time of incident. Troubleshooting found that the customer received a battery out limit and failed battery test but customer did not have an additional battery so troubleshooting could not be completed for the battery. The customer was advised to call back to further troubleshoot when they can test the pump with a new battery.